Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to pain and pseudo tumor. Replaced with restoration modular.